Event description:
It was reported that the generator gives generator error from the moment the handpiece is installed. Generator loses power while being switched on. No further info is available. No reported pt consequence.

Manufacturer narrative:
Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and replaced the main printed circuit board (pcb) to correct the issue. The unit was serviced, repaired and passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.